Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the screw was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a migrated interbody was removed during which a loosened set screw was discovered and removed. Revision surgery took place (B)(6) 2017. (Related to 3004774118-2017-00205).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Markings on the inferior surface of the implant indicates proper engagement with the rod, while chatter marks and peripheral abrasions are consistent with disengagement. A lack of support in the anterior column, such as that caused by migration of an interbody spacer, could introduce dynamic motion to the construct, contributing to a failure mode with these characteristics.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a migrated interbody was removed during which a loosened set screw was discovered and removed. Revision surgery took place (B)(6) 2017. (Related to 3004774118-2017-00205).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(4) 2017 it was reported to k2m, inc. That a revision surgery took place in which a migrated interbody was removed during which a loosened set screw was discovered and removed. Revision surgery took place(B)(6) 2017. (Related to 3004774118-2017-00205).